Event description:
It was reported that the patient was rushed to the ER (emergency room) when his daughter noticed that he was slurring his speech when speaking with him over the phone. The patient¿s "kidneys collapsed". The patient was worried about the pump becoming disconnected from the catheter and leaking into his system and causing kidney problems. The patient stated that he wasn¿t saying that¿s what was going on; ¿he was grabbing at straws¿. When the patient was in the hospital, they "didn¿t address the pump at all except taking note of how much I get in a 24 hour period¿. The patient wished that the hospital had investigated the pump to see if it was the cause of his kidney problems. In the ER, ¿all they did was open my mouth and squirt water in a 20cc syringe and the water was absorbed and they found out I had kidney failure on both sides, so they hooked me up with 5 or 6 bags of saline". The patient had never had kidney problems before this. The pump had previously delivered dilaudid, fentanyl and bupivacaine; it was currently only delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).